Manufacturer narrative:
Specific information with regard to the patient's age and weight was not provided. The patient had experienced two (2) broken files within two (2) different canals in tooth #14. The doctor left the broken parts intact within the canal and completed the procedure. Approximately two (2) months later, the patient began to experience pain in the tooth. The doctor completed an apical surgery to treat the symptoms; however, the surgery did not resolve the patient's issues. To date the patient is still reporting pain; therefore, the doctor plans to extract two (2) teeth. The doctor stated that the affected tooth #14 is part of a four (4) unit bridge which will be removed; therefore, two (2) of the teeth require to extraction. The doctor stated that in his professional opinion, he does not believe that the broken parts left within the canals are the cause of the patient's pain. An update will be provided if any new information becomes available. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no further evaluation can be conducted.

Event description:
A doctor alleged that two (2) channels files had broken in two (2) different canals during a patient's procedure.